Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. The customer's blood glucose level was over 400 mg/dl. Additionally, it was reported that the pump touchscreen display was difficult to see. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.